Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that they received a motor error alarm during a cannula change. Customer's blood glucose was 12.4 mmol/l. Customer has treated their blood glucose with a manual injection. The customer's parent stated, the drive support cap appeared to be normal. Customer also stated, they were able to complete the rewind sequence on their insulin pump. It was also found the customer received a motor error alarm in february. It was also reported a bolus may not have been delivered due to the alarm. The parent also reported, the customer's blood glucose rising to 33.3 mmol/l in the past. Troubleshooting found the insulin pump passed a displacement test without recurring motor error alarms. The parent agreed to return the product for analysis.